Event description:
It was reported that during implant attempt, there was no anomaly found in fastening the setscrews of the leads, however, the atrial lead slackened when pulling the lead after fastening the setscrew. It was found that the lead was not inserted all the way into the device and the setscrew came out to the connector inner cavity. The physician tried to turn the setscrew but could not and the wrench was broken. Another wrench was used to turn, but the socket was cut off and could not be connected. The device was explanted and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and the grommet was damaged. It was also noted that there were issue with set screw- rounded socket. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.